Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), mood swings ("mood swings"), depression ("depression"), rash ("rashes") and pruritus ("itching"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, mood swings, depression, rash and pruritus outcome was unknown. The reporter considered depression, migraine, mood swings, pelvic pain, pruritus and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.